Manufacturer narrative:
A supplemental MDR will be submitted upon receipt of additional relevant information.

Event description:
On 2-november-2020, a candela employee in (B)(6) received a complaint from a patient's legal advocate alleging that a female patient who had received co2re laser treatment to remove "marks so as to rejuvenate her face" in (B)(6) 2016 has resulted in "noticeable calluses and scars on the front of her face." It was reported in the allegation that the patient has "undergone 53 treatments" since (B)(6) 2016 as continued treatment and two medical opinions were provided. The first, by a plastic surgeon noted "since the event of the burns (exceeding three years) dark ugly marks have remained" on the "cheek and both her lips as well as scars on her upper lip," further noting that the damage is "permanent and cannot be corrected and/or improved." The second, a psychiatrist opinion noted that the patient has developed "adjustment disorder with depression." Review of historical complaint files shows this is new information to an event initially reported to candela on 25-august-2016. At the time of initial notification, the adverse event was reported as burns; "very strong reaction," and "excessive redness" to the left side of patient's face. At the time of the incident, the adverse event was determined not to be a reportable event because there was no determination of scarring, and the affected area was cooled and treated with topical emollient cream followed by a prescription for aflumycin. Aflumycin is a cream for the face containing prednisone (generally intended to reduce swelling) and gentamycin (generally intended to prevent or treat an infection). There was no additional information provided by the practitioner or patient following the event until (B)(6) 2020. Further review of the original case file revealed that during initial treatment, the practitioner noticed the aiming beam was "smaller than usual." The system parameters were reset at that time and saved in the system utilities screen to resolve his concern for the small aiming beam. Though initially determined not to be a reportable event, the case has been reviewed with consideration of new information and once re-evaluated is now deemed a reportable event.